Manufacturer narrative:
Concomitant medical products: 3888-28 pain stim lead, implanted: (B)(6) 1995. 3708360 neuro extension, implanted: (B)(6) 2007, 97713 pain stim ipg, implanted: (B)(4) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on presenting electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.